Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. The lead was surgically abandoned and the existing implantable cardioverter defibrillator was replaced. The source of the observations was not determined. No additional adverse patient effects were reported.